Manufacturer narrative:
Evaluation of the returned lantern confirmed a mid-shaft fracture. The probable cause of the damage was likely due to the mishandling of device during use. If the device is mishandled at an extreme angle during retraction damage such as a kink and subsequent fracture may occur. Further evaluation of the device revealed a fracture, a kink and an ovalization in the proximal shaft. These damages were likely incidental to the complaint and may have occurred during packaging for the device return. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right internal mammary artery using a lantern delivery microcatheter (lantern) and non-penumbra parent catheter . During the procedure, the lantern broke at the midshaft while being pulled from the parent catheter. The physician was able to remove the entire lantern. The procedure was completed using a new lantern and the same parent non-penumbra catheter. There was no report of an adverse effect to the patient.